Event description:
A report was received from a boston scientific sales representative stating "the tip of the catheter came off inside of the patient. He had the ice through a agyliss sheath for a fib. He completed the left veins and the right superior. He found it very difficult to get into the right inferior, but finally got it with considerable manipulation. He completed that vein and put back in the right superior for some testing. He noticed a fuzzy image at this point and moved it in and out and it cleared up. A few minutes later, he noticed blood dripping out of the proximal weep hole. The catheter was removed and the outer distal segment was missing. The catheter never lost an image, so the transducer is still in place. The patient was taken to angio, and a CT was performed, but nothing found. The patient was fine as of fri night. He did a lot on manipulation to get to the right inferior - he remains very satisfied with the catheter and plans to keep using it."

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion.